Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that his onetouch verio flex meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, 7:50am. The patient stated that he obtained an alleged inaccurately high result of 104mg/dl on the subject meter compared to 93mg/dl on the other meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient takes insulin (self-adjuster) ¿humalog and lantus¿ to manage his diabetes and reported that he took his usual dose in response to the alleged product issue. The patient stated that on an unspecified time after the alleged product issue began he developed symptoms of ¿felt like passing out and could hardly walk¿. No medical intervention was reported. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The control test had not been manually selected. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.